Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery balloon burst. The vascular access site was the right femoral artery. The 95% stenosed, eccentric, de novo target lesion was located in the severely calcified mid right coronary artery (rca). The lesion length was approximately 28mm and the reference vessel diameter was approximately 3.5mm. The lesion was pre-dilated with non-bsc 2.0mm balloon. Next an attempt to advance a taxus liberte' long 3.00x38mm stent to the lesion site was made. There was some resistance felt when crossing the lesion but the stent successfully crossed the lesion. The stent was then deployed at 11-13atms, at which point the delivery balloon burst. The stent was successfully deployed and the balloon was removed from the patient. A quantum maverick 3.0mm balloon was used to post-dilate the deployed stent. No patient complications were reported and the patient status is reported as "fine".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery balloon burst. The vascular access site was the right femoral artery. The 95% stenosed, eccentric, de novo target lesion was located in the severely calcified mid right coronary artery (rca). The lesion length was approximately 28mm and the reference vessel diameter was approximately 3.5mm. The lesion was pre-dilated with non-bsc 2.0mm balloon. Next an attempt to advance a taxus liberte' long 3.00x38mm stent to the lesion site was made. There was some resistance felt when crossing the lesion but the stent successfully crossed the lesion. The stent was then deployed at 11-13atms, at which point the delivery balloon burst. The stent was successfully deployed and the balloon was removed from the patient. A quantum maverick 3.0mm balloon was used to post-dilate the deployed stent. No patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found a hole in the inner lumen inside the balloon section. High amounts of solidified blood and contrast media were present within the balloon and inflation lumen, therefore indicating the device had been prepped for use and was used in vivo. Due to the solidified blood and contrast media in the device, force was required upon attempting to insert the product mandrel through the lumen. It is not clear if the break in the lumen was present prior to this, or if it occurred during this step. It was possible to identify a leak at this point in the inner lumen. The returned device was connected to an encore inflation unit and it was not possible to inflate the balloon due to solidified contrast media and solidified blood present. The device was immersed in heated water in an attempt to soften the contrast media and blood, however all additional attempts to inflate the balloon failed. The remaining inflation lumen was inspected and no additional issues were noted. The stent was not returned as it was deployed in the patient. The balloon was returned partially inflated which identified that it was subject to positive pressure. The balloon was also found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location as per manufacturing process. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).